Event description:
The grounding pad had been placed on the patient, but the esu would not give a green light, signaling that the unit was ready to use. The pad was changed and the problem was still there. Having called clinical engineering, the technician found that one side of the connector had a small plastic tab inside the contact area, isolating the male and female contacts. A new case of pads was opened in order to find a working unit.